Event description:
Patient consented for an endometrial ablation using novasure. The rep from hologic was in the operating room with a novasure machine that was being trialed. The surgeon attempted to do the ablation with novasure suresound disposable handpiece #1 (lot #16e20rb, ref #(B)(4), expiration: 2017-06-20). The machine would not proceed with the procedure because it sensed something wrong. Three attempts were made, all of which were not successful. The handpiece was taken off the field and novasure suresound handpiece #2 (lot #16e20rb, ref #(B)(4), expiration: 2017-06-20) was placed on the field. The surgeon started the procedure again and the novasure machine would not begin the ablation procedure. At this point the staff in the room tried to problem solve. The hospital's novasure machine was brought in and the disposable handpiece was plugged into it but it would not ablate. The disposable handpiece was plugged back into the trial novasure machine and another attempt to ablate was made. The novasure machine would not function. Handpiece #2 handpiece was taken off the field and novasure suresound handpiece #3 (lot #16f28rb, ref #(B)(4), expiration: 2017-07-0-28) was put on the field. The novasure machine would not ablate with the new handpiece. This was attempted two more times, at which point the surgeon chose to perform a loop ablation. The procedure was completed and no harm came to the patient. Three separate reports are being submitted, one for each novasure suresound device - this is the report for device #2.